Event description:
Caller reported that the pump battery would not charge, and there was no power source alert received. There was no adverse impact to the customer's blood glucose level. Despite using a tandem charging cable and different wall outlets and adapters, the issue persisted. Technical support decided to replace the pump since it was under warranty. The customer would use multiple daily injections as a backup insulin therapy and was instructed on returning the malfunctioning pump and putting it into storage mode.